Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (investigation findings, investigation conclusions), h11 corrected field - d10.

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon during the procedure and while attempting to insert the intra-aortic balloon using the introducer, blood was observed. Upon connecting the device to the counterpulsation console, it indicated 'balloon rupture' for both balloons used. Patient involved, no harm.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: b5, b6,b7,h6 health imapact code no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported that the intra-aortic balloon during the procedure and while attempting to insert the intra-aortic balloon using the introducer, blood was observed. Upon connecting the device to the counterpulsation console, it indicated 'balloon rupture' for both balloons used. No patient was involved; the issue occurred during the very initial phase of catheter insertion. No harm reported.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h11 corrected field: e1 event site telephone number.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9 (device available for eval, return to manufacture date) ,g3, g6,h2, h3, h6(type of investigation, investigation findings, investigation conclusions),h11. The iab was returned with the membrane completely unfolded. No blood was visible on catheter. The one-way valve was also returned. A kink was observed on the catheter tubing approximately 35.1cm from iab tip. An underwater leak test of the balloon, catheter, y fitting and extracorporeal tubing was performed and a leak was detected on the membrane approximately 2.5cm from the rear seal measuring 0.013cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three 3 months. Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: b5, b6, b7, h6 medical device problem code and health impact code.

Event description:
It was reported that the intra-aortic balloon during the procedure and while attempting to insert the intra-aortic balloon using the introducer, blood was observed. Upon connecting the device to the counterpulsation console, it indicated 'balloon rupture' for both balloons used. Patient was involved but no harm or injury reported.